Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. Lastly, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the missing trunk cable was physical abuse. The root cause for the strained cable was excessive force. Investigation underway. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.